Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus. The field service engineer arrived on site and learned that the pharmacist should have had the keys. Met with the customer and recovered the drawer. Verified drawer operation. Ran hardware test application (hta) on the station and checked all the functions on the drawer. Checked and reseated cables. The system functioned as intended after the field service engineer repaired the device.